Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed, adjust belt or check belt messages, and can connection status) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cable was pulled from the strain relief, damaging the connector on the distribution node. The root cause for the strained cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages, damaged cable or wires exposed and can connection status.